Event description:
The customer reported an incorrect mu when re-calculating a rapid arc plan with new prescription. According to the report, there was no pt associated with this event. No pt injury has been reported.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggest a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.